Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the adjust pull assembly as broken from the femoral valgus alignment guide. The complaint is confirmed. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the femoral sizer broke when washing. Staff did not drop or bend the device, and have handled the device the same as they always do. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign country: sweden. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d9; g3; g6; h1; h2; h3; h6; h10 visual examination of the returned product identified signs of repeated use with nicks and gouges. One component had disassembled/weld fractured and was missing from the full assembly. The complaint is confirmed. A definitive root cause is attributed to standard wear and tear from repeated use for 11+ years. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.